Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02596, and #3005099803-2010-02597 for a description of the other devices. It was reported to boston scientific corporation that three gold probe devices were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the first gold probe device would not cauterize. They attempted to use two other gold probe devices, but experienced the same problem. The case was completed with an interject sclerotherapy needle. After the procedure, they tested the generator used with the gold probes; no issues were found. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The report complaint of the device's inability to cauterize has not been confirmed. The visual inspection of the returned gold probe device revealed no anomalies. The probe also passed all electrical testing. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02596, and #3005099803-2010-02597 for a description of the other devices. It was reported to boston scientific corporation that three gold probe devices were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the first gold probe device would not cauterize. They attempted to use two other gold probe devices, but experienced the same problem. The case was completed with an interject sclerotherapy needle. After the procedure, they tested the generator used with the gold probes; no issues were found. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.